Manufacturer narrative:
The product was returned to us, in unopened sterilization packaging. Investigation: visual inspection: the following observations were made during the visual inspection: -a significantly deformation of the outer housing is detected too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Adjustability test: the progav was found to be non-adjustable within the specified range. Braking force and brake function test: the brake function of the progav operate as expected. Due to the sterile packaging, the braking force of the progav is unable to be measured. Results: based on our investigation, we are able to substantiate the claim of "non- adjustability". We assume that the observed deformation is responsible for the functional impairment of the adjustability. Excessive pressure from the adjustment tool can impair the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Additional informations/ investigation results will be provided in a supplemental report.

Event description:
It was reported that during the surgery the progav valve could not be adjust the pressure. Further informations are not available.